Event description:
On 02/28/2018, ceterix customer service received a call from patient's mother regarding an acl and meniscus repair which was performed on (B)(6) 2017 where an x-ray immediately post-surgery detected a needle tip in the patient's knee. The patient had already started eating, so she could not be taken back to the operating room to undergo anesthesia. The next morning the surgeon performed a subsequent surgery to retrieve the broken needle tip, but was not able to retrieve the fragment and it was left in place.